Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Nurse reported that a hemostar catheter was inserted in a patient about 6 months ago. The patient had their dialysis done at a dialysis treatment center with no incident until recently. The patient became febrile and was sent to the hospital where they were diagnosed with septic shock. The patient was put on antibiotic treatment. Because they were due for dialysis they was sent to the hospital's renal inpatient dialysis center. The dialysis nurse discovered an alleged break in the dialysis catheter when she was going to prepare the patient for dialysis. A new catheter was inserted and the dialysis was successful.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged dialysis catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 19cm hemostar dialysis catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel or scissors. The returned product sample was evaluated and a split was observed in the blue-luered extension tubing, just proximal of the molded joint. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument; sharply formed fracture edges; planar shape to the fracture surface; blood residue was seen on the sample which showed that the product had undergone at least some use. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.